Event description:
The event is reported as: during pretesting and prior to pt use the balloon popped. This occurred with four catheters.

Manufacturer narrative:
The device sample was returned for eval. The results of the eval are not available at the time of this report.